Manufacturer narrative:
Device received with unresponsive esc and act button due to the keypad connector unlocked on the lcd board. The keypad traces was inspected and no anomalies noted. After properly locking the keypad connector. The operating currents were within specification and the device passed self test. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to unresponsive buttons. Device received with corroded battery tube. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose events. The customer¿s blood glucose was 423 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 423 mg/dl and during treatment, the insulin pump alarmed no delivery. Customer reported that her blood glucose went as high as 600 mg/dl due to no delivery alarm. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.